Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed for h11c31030 and an exception was noted for molding defect associated with the connector component. There is no evidence to support association to the reported problem. The affected product was 100% inspected. Corrective actions implemented and effective. Quality inspections were acceptable with all product release requirements acceptable. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Report was received from global pharmacovigilance (gpv) from a us nurse of white blood count high, transfer set on catheter being disconnected and peritonitis in a male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse stated that on an unreported date in 2011, the patient's white blood count was high. On an unreported date, the nurse ordered manual bags for the patient to use and the patient began receiving unspecified antibiotics (doses and frequencies not reported). On an unreported date in 2011, the transfer set on the catheter became disconnected. On (B)(6) 2011, the patient experienced peritonitis that did not result in hospitalization. Treatment was not reported. At the time of this report, the patient had not recovered from the peritonitis. The outcomes for the white blood count high and transfer set on catheter became disconnected were not reported. Action taken with dianeal pd4 ambuflex therapy was not reported. The nurse stated that the peritonitis was unrelated to dianeal therapy. An opinion of causality was not provided for the white blood count high and transfer set on catheter became disconnected.